Event description:
Md applied the fixator to treat a fracture of the distal radius. It was subsequently noted that the distal ball joint would not stay locked. The fixator was removed. There was no injury to the pt.